Event description:
It was reported that customer is experiencing low blood glucose levels. Customer was hospitalized due to other issues, but blood glucose levels are still low. Customer reportedly experienced blood glucose levels of 45 mg/dl. Customer's current blood glucose reading was 97 mg/dl. Troubleshooting was done. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.